Event description:
Note: this report pertains to a spyscope ds and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds and spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when administering laser therapy the image was disrupted and three dots appeared on the screen. The system would not operate appropriately until it was rebooted. After it was rebooted, the system worked again until the same problem occured again. It is not known from the account if the laser firing triggered multiple events or not. The procedure was not completed due to this event and the patient was sent to another hospital to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover had finish damaged. A functional evaluation noted that the catheter interface contacts were contaminated. The light engine was disassembled. The catheter interface contacts, the top cover and cover gasket were replaced. The connector socket assembly was cleaned. All hardware items were re-torqued as necessary. Light engine calibration was performed and a test was ran. An electrical safety test was performed and the unit passed all tests. The reported event was confirmed. Damaged components were replaced and cleaned, and the unit passed all tests. It is possible these conditions could be a result of reprocessing the unit over time. Based on all gathered information, the most probable root cause of this event complaint is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds and spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when administering laser therapy the image was disrupted and three dots appeared on the screen. The system would not operate appropriately until it was rebooted. After it was rebooted, the system worked again until the same problem occured again. It is not known from the account if the laser firing triggered multiple events or not. The procedure was not completed due to this event and the patient was sent to another hospital to complete the procedure. There were no patient complications reported as a result of this event.